Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6)2010, the patient was implanted with trial leads. On (B) (6)2010, the patient reported being unhappy with the stimulation and the coverage. The patient stated that when the amplitude is turned up it prevents her from walking. On (B) (6)2010, the sales representative reported that the patient was reprogrammed on (B) (6)2010 and is now satisfied with the coverage and stimulation. The patient's trial leads were removed on (B) (6)2010. The patient will be implanted with a permanent system some time in the future.